Event description:
Reporter stated that the inform meter's 3rd and 7th internal contacts are blackened. No resultant injury was reported. The problem was first discovered at a hospital. Technical support requested the return of the suspect product and replacement product was shipped.